Event description:
Information received indicates the siderail is not staying up.

Manufacturer narrative:
The technician isolated the issue to the ratchet rivets missing from the top rail tubes; he replaced the six ratchet rivets to repair the bed.